Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The lesion being treated was located in the left main coronary artery (lmca). A 3.50 x 20mm liberte stent had just been deployed in the target vessel. The 12mm x 4.00mm quantum apex balloon catheter was being used for post-dilation and was advanced to the lesion. On the first inflation it ruptured at 20 atms. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.